Event description:
"When needle was inserted into the patient the top broke off the end and had to be surgically removed from patient". Patient is fine.

Manufacturer narrative:
Product has not been returned to the manufacturer for evaluation. If product is returned evaluation will be completed and final report will be submitted.